Manufacturer narrative:
Evaluation summary attached: as received the valve exhibited multiple tissue tears on all 3 leaflets. The tears were observed to be near the suture ring, as well as the free margins. The reason for the tears were indeterminable. Minimal to moderate calcification was observed on the free margins as well as the aortic wall of the valve. Minimal host tissue was also observed on suture ring and aortic root. 75% of suture ring and part of aortic root was missing and not returned with the valve. The x-ray displayed calcification on stentless valve. Method: x-ray. Additional manufacturer narrative: device evaluation was summarized on (B)(4) 2012. The root cause for explant of the device could not be conclusively determined due to the condition of the returned device. However, calcification of the tissue was evident and host tissue overgrowth possibly contributed to regurgitation. The surgeon indicated that the initial hospitalization was for heart failure which possibly could have been due to an unrelated infection and that it was not device related. Patient is listed as recovered. No further information is available.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the endocarditis occurred approximately 4 years, 11 months after implant. The type of infection, (B)(6) was confirmed. The surgeon indicated that this infection was not device related. The source of the infection was not disclosed. It was initially reported the device would not be returned for evaluation due to infection. However, precautionary measures were taken and the device is being returned. Device was received at our facility in (B)(4) and in the process of decontamination. Device evaluation is anticipated but cannot begin until it has been received at our facility in california. A search of our complaints system does not return any other report of an infection of a device in this sterilization lot. Patient is reportedly recovered as of (B)(6) 2012.

Event description:
Reportedly, a 19 mm valve was explanted after an implant duration of approximately 4 years and 11 months (59.33 months) due to aortic regurgitation (ar). The customer reported that a prima plus valve, model 2500p19mm, was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2007. In (B)(6) 2012, the patient was hospitalized due to heart failure. She had a high fever due to infection. An antibiotic was administered for 6 weeks and she was recovered from the infection. At a later date, ar was observed and the customer decided to perform re-avr. On (B)(6) 2012, the valve was explanted and replaced with another valve. The valve implanted for re-avr was unknown. At explant, it was found that the non coronary cusp (ncc) was "destructed". The customer commented that the destruction of ncc could be caused by the infection in (B)(6) 2012. The customer also commented that this explant was within expectation and not device related. Type of infection was (B)(6). The customer commented that he thought that the infection was healed. The patient status was recovered as of (B)(6) 2012. Echo report will not be provided.